Manufacturer narrative:
Qn#(B)(4). Teleflex received a reported complaint of "battery power low/lost". A full evaluation was performed on the received battery and the reported complaint was confirmed. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The field service history was reviewed indicated this battery was installed on 06/08/2015. The cause of the premature battery failure is undetermined. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." Teleflex will continue to monitor for trends.

Event description:
It has been reported via a hot line call. The hospital biomed are calling with an issue on a pump in the cardiac care unit (ccu) that was alarming low battery (specific alarm unknown). The clinical support specialist asked if the pump had stopped pumping (no), if they had to move the patient(no), if it was unplugged when the alarm occurred (no definitive answer), if it was now plugged in and running without alarms (yes). Both biomed then said that they would like field service to come in and look at the batteries and change as needed. The clinical support specialist (css) told them she would have the field service engineer contact them and discuss. The css then sent both contact's information to the field service engineer (fse) and he is going to contact the account. Field service report: l611959. Symptom: battery shut down while pumping on battery. Pump swapped and patient transferred to room without harm. Used parts at hospital boxed and ready to ship. Findings/action taken: found charging voltage at 13.97v. Pumping on battery power. Unit shut down after 15 minutes. Per arrow field service agent suggestion, replaced power supply and battery. Charging now at 13.37v. Performed functional checklist. Intra-aortic balloon pump (iabp) perform to specification. Fcn level: 16, software level: 2.24, expedited qa review: yes, op = on patient.

Manufacturer narrative:
(B)(4)

Event description:
It has been reported via a hot line call. The hospital biomed are calling with an issue on a pump in the cardiac care unit (ccu) that was alarming low battery (specific alarm unknown). The clinical support specialist asked if the pump had stopped pumping (no), if they had to move the patient(no), if it was unplugged when the alarm occurred (no definitive answer), if it was now plugged in and running without alarms (yes). Both biomed then said that they would like field service to come in and look at the batteries and change as needed. The clinical support specialist (css) told them she would have the field service engineer contact them and discuss. The css then sent both contact's information to the field service engineer (fse) and he is going to contact the account. Field service report: l611959 symptom: battery shut down while pumping on battery. Pump swapped and patient transferred to room without harm. Used parts at hospital boxed and ready to ship. Findings/action taken: found charging voltage at 13.97 v. Pumping on battery power. Unit shut down after 15 minutes. Per arrow field service agent suggestion, replaced power supply and battery. Charging now at 13.37 v. Performed functional checklist. Intra-aortic balloon pump (iabp) perform to specification. Fcn level: 16, software level: 2.24, expedited qa review: yes, op = on patient.